Manufacturer narrative:
Additional information obtained indicated the following: the index procedure was an elective case. The device was inspected prior to use and appeared to be normal. The device was prepped properly according to the IFU and no problems were noted. The lesion was not difficult to access. Please note that device (lot# 13224383) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure the cypher select 2.5 x 33 mm stent was deployed at sixteen (16) atm and was noted to be fractured immediately by angiography. The stent fracture was not flow limiting. The stent was implanted in the left circumflex target lesion. The lesion was reported to be: de novo, a bifurcation lesion, moderately calcified, not tortuous, absent of clot, an 80% stenosis, 28 mm in length, and type b2. The lesion was pre-dilated with a 2.5 x 6 mm cutting balloon at 10 atm/30 sec. The stent was post-dilated with a nc sprinter 2.75 x 15 mm balloon at 16 atm/30 sec. Ivus was done and a gap was noted. The flow pre-procedure was timi 1, and post-procedure was timi 3. No additional intervention was done. The stent appeared to be perfectly deployed angiographically after the procedure. The patient had a total of three (3) stents implanted during the index procedure, none overlapping. The patient was discharged two (2) days after the procedure on aspirin and plavix.